Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor needle break. Customer stated that the needle was missing when taken out of the body. The sensor was not intact and customer does not report that the sensor cannula was still in the body.